Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the pump has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms with high force at the time of the occlusion. During testing, the pump rewind, load cartridge, and prime steps were performed successfully and the pump completed the 24 hour duration test with with no occlusions occurring. The force sensor calibration was found to be within required specification. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.